Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called and reported receiving low battery alarms and when she would take the battery out and put it back in, the time and date would reset. During troubleshooting, a button on the insulin pump stopped responding. No significant issues leading to the keypad issue was recalled. Customer also reported receiving other alarms, including unexpected restart alarm. Customer declined to troubleshoot for these. Customer's blood glucose was not known. She was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.